Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pnms, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a urinary tract infection for two weeks and was prescribed medication for ten days. The patient also noted that the implant felt swollen and painful. She had awful chills/ sweating and her legs were shaking.